Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked station version and contacted customer regarding device downtime. Further the customer confirmed that the issue no longer exists and no further investigation required. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification was not scanning. Users were unable to log in to the station and received the error message ¿unable to authenticate.¿ there were no adverse events or injuries reported based on this event.